Event description:
The stent was found dislodged from the balloon when the package was opened by the physician. The product was not used inside the patient. The procedure was successfully completed with another device.